Manufacturer narrative:
Additional information was added to h6, h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that the male luer was stuck or static (does not make the usual turn). The reported condition was verified. The cause of the condition could not be determined; however, a probable cause was related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock end of a clearlink system extension set was "stuck" in a lowered position and would not allow the user to make a connection or tighten the connection between sets. This was identified during use of the set; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.